Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the exhaled tidal volume value does not display. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 15nov2018. Philip's international service technician could not confirm the reported event. There was no error history recorded. The service technician performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version check. Unit was checked overall, run in tests then no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.